Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated the frame is bent out of the box. Where the seat attaches to the frame. Per the returns expanded evaluation report form, both seat rails were bent inwards and did not settle into the h-blocks. The complaint is confirmed for the bent frame.